Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device reset was confirmed. The cause of the reset was found to be due to a power-on reset. The device was tested on the bench and all test specifications are normal. It is believed the root cause of the field event is due to a lead anomaly.

Event description:
It was reported that a pt presented in the ER after being shocked appropriately for a ventricular arrhythmia. Interrogation of the device stated possible output circuit damage. The device was found to be in high voltage vvi and explanted.